Event description:
Event description cpi received information that this myocardial sutureless lead was oversensing noise on the e-grams, triggering an inappropriate shock. During the shock, this epicardial patch lead impedance was measured at 153 ohms and an 'open lead' fault was displayed on the ICD.